Event description:
Information was received that a the nurse put cassette smiths medical infusion pump hooked up bag after spiking, and pump was showing medication being administered but bag was still full. No adverse patient effects were reported.